Manufacturer narrative:
The actual complaint product was not returned for evaluation. A review of the device history record is not possible as no lot number was provided. Root cause could not be determined. All information reasonably known as of 12 jun 2019 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Event description:
Avanos medical inc. Received a single report that referenced three different incidences, which were associated with separate units, involving an unknown number of patients. This is the second of three reports. Refer to 3011270181-2019-00022 for the first report. Refer to 3011270181-2019-00024 for the third report. It was reported that "we were informed of a halyard microcuff endotracheal tube's cuff that wouldn't hold air because a leak was present."